Event description:
Reportedly, during the procedure, the patient felt a shock or "jolt" from the device. A follow up with the facility revealed the "jolt" was the result of the user setting the device to the highest possible output. The facility went on to report the sensation of the jolt was trivial as the patient did not have any other adverse affects and was able to walk out of the facility on his own power.

Manufacturer narrative:
Our technicians received one rfg 3c generator for evaluation. A visual inspection revealed no damage or signs of abuse to the generator. The generator was powered-up and went through self test to ready mode normally. The generator was fully tested and found to function normally and within specifications.